Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/12/2016 with the following findings: a review of the black box data showed that the last basal delivery was on 03/08/2016 at 5:09 pm. No activity outside of normal use was observed. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no issues. The complaint was not duplicated or verified during testing.